Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt (B)(6) was scheduled to receive a trial scs system. It was reported the first attempt to implant the scs lead was unsuccessful as it was implanted too lateral and anterior. A second attempt was made with lead placement to the right of the anatomical midline. Intraoperative testing identified invalid impedances. The connections were then checked; however, the results were the same. A new lead (from the same lot) was implanted. All stimulation attempts, but one yielded the same results. Different test cables and programmers were attempted to no avail. The lead was then relocated, which resulted in normal impedance measurements. It was reported stimulation was possible; however, the pt could not feel any paresthesia. Diagnostic testing was then repeated and high impedances were identified. X-ray imagery confirmed the lead was in the intended position. The physician elected to abort the procedure after two hours in the operating room.